Event description:
The user fell with the joint while walking. According to the o&p professional, the knee probably did not lock properly. The patient has contracted a femoral neck fracture. This had to be treated surgically (prosthetic hip joint) incl. Hospitalisation.

Manufacturer narrative:
This incident happened in germany but the knee joint 17b105 is also sold in the us. According to the information in the complaint, the knee joint opened unintendedly. As a result the patient fell and suffered a bone fracture. The joint and further information were requested several times. The joint was not sent in. The patient has reported that they do not currently wish to answer any questions. A technical examination of the joint was therefore not possible. It was not possible to trace whether there is a product defect. A complaint evaluation was carried out for the affected product. The analysis encompasses the period from 1 january 2016 to 4 april 2025. No complaint with a similar description was found. Due to the serious injury and since we as the manufacturer cannot exclude the product as a cause, we assess this incident as reportable.